Event description:
During a phacoemulsification procedure, intraocular pressure could not be properly maintened while using the irrigation/aspiration handpiece and this unit resulting in a collapse of the anterior chamber. Another unit was used to complete the procedure. There was no pt injury.